Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged power cord. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged power cord was identified during functional testing; the internal cables of the power cord were not exposed or damaged. The cause of the damaged power cord is not determined. The power cord was replaced. Should additional relevant information become available, a supplemental report will be submitted.